Manufacturer narrative:
(B)(4).

Event description:
It was reported recalibration was performed on (B)(6) 2016 due to the waveform appearing to be dampened, which resulted in the physician increasing diuretics. In turn, the patient became dehydrated and was hospitalized. It was also reported the physician attempted to access the left pulmonary artery for imaging during recalibration but was unsuccessful due to the patient having ventricular arrhythmias.

Event description:
Follow-up revealed the patient met with their physician on (B)(6) 2016. The patient's issues remained ongoing in relation to the dampened waveform and pulmonary arterial pressure readings. As a result, the physician was unable to treat the patient based on the readings and waveform. In turn, the implanted vessel was accessed with a contrast injection for better visualization. In relation to contrast diagnostics, no anomalies were found. As a result, the doctor chose to implant an additional sensor. Readings were successful with the newly implanted sensor. The originally implanted sensor will not be used for readings. Note: implantation of additional sensor took place on (B)(6) 2016.

Event description:
Follow-up revealed the doctor will manage the patient's care as is and will not be making any further changes in regards to the sensor.

Manufacturer narrative:
Corrected data: initial reporter information was listed incorrectly on the initial report. The incorrect occupation was listed on the initial report. Information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.